Event description:
It was reported that this right ventricular lead exhibited high capture threshold. An x-ray was performed, and a micro perforation was suspected. This lead was attempted to be repositioned, but it did not attach. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.